Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported multiple leaking cartridges but observed no visible damage. The agent arranged to send a return label so the remaining unopened boxes could be returned and verified the shipping address. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.